Event description:
It was reported the patient underwent surgical intervention to implant a trial paddle lead. Subsequently, the patient experienced a csf leak which resulted in a migraine. The procedure was aborted due to the dural tear. The patient's migraine has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.